Manufacturer narrative:
Patient sex is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system was brought into the room, three hd spins were taken and then they received a message that the batteries were dying. The site removed the system from the room, powered it down and plugged it in. After a while it was turned back on and the battery only had one bar. The system is plugged in when it is not in use. There was no delay to the procedure and no impact to the patient.

Manufacturer narrative:
H2 continuation of d11: product number bi71000175 enclosure charger lot number:rev. 2 : s/n (B)(6) and rev. 2 : s/n(B)(6) h3: a medtronic representative went out to check out the system. It was noted that the charger would not charge. The charger was replaced and the system was operational. H6 (B)(4) are associated with the system check out.(B)(4) are associated with the charger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: lot numbers (ln) were updated to rev. 2 : s/n (B)(6)and rev. 2 : s/n (B)(6) for part number: bi71000175 h3 analysis for rev. 2 : s/n (B)(6) was completed and it was noted that the first enclosure came back with no failure found. It passed all bench testing when attached to a good working system. The second enclosure(rev. 2 : s/n g25y4) came back with an electrical issue. It was cleaned and confirmed charger cards were seated properly. They installed it in o-arm system c1416, and the system did not initialized. Windows caution window displayed "software /firmware mismatch." They were unable to upgrade the enclosure. 10,120,4307 are associated with enclosure ln: rev. 2 : s/n (B)(6) analysis 213,67 are associated with enclosure ln: rev. 2 : s/n g88ba analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.